Event description:
It was reported that the target lesion was in the left anterior descending artery (lad). The vessel had mild tortuosity, heavy calcification, was an eccentric and de novo lesion, with a 90% stenosis. The target vessel diameter is 2.5 mm and the target vessel length is 15 mm. Predilatation was performed with a trek dilatation balloon. Intravascular ultrasound was performed and the lesion was noted to have heavy calcification. An attempt was made to advance the 2.5x23 mm xience v, but it was not able to cross the lesion, and was removed it outside of the body. Outside the body, the physician found that the soft tip of the xience v was missing, so he removed the guiding catheter and the guide wire as one unit outside of the body quickly. The separated tip of the xience v was located on the guide wire and was retrieved safely outside the patient. The procedure was continued and completed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hc. Guide cath: bright tip 6 f xb 3.5. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the balloon and soft tip and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. The first two rows of the proximal end were mangled. There were multiple kinks in the proximal end of the hypotube, 17 cm distal to the strain relief tubing for a length of 7 cm. There was a bend in the hypotube 33 cm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the stent damage, kinks, and bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The soft tip separated at the distal balloon seal, confirming the reported separation. The fracture faces were stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The proximal half of the soft tip was bunched and smashed. The distal edge of the soft tip was flared. The inner diameter of the tip separation and the outer diameters of the stent were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and heavily calcified which likely contributed to the reported difficulties. It is likely that the tip interacted with the calcified lesion during advancement, resulting in the tip becoming damaged. Further interaction with the guide wire during retraction as the tip was damaged would have contributed to the tip ultimately separating. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.